Manufacturer narrative:
Additional information: the reported event of difficulty disconnecting the atrial lead could not be verified. The device was analyzed in the lab; the is-1 (tip) set screw and septum were missing when the device was received. Septum debris was noted inside the is-1 (ring) set screw, which was consistent with explant procedure. The is-1 (ring) set screw was cleaned up and a test set screw was used for the is-1 (tip). The screws operated normally in affixing a lead to the device. The atrial lead impedance and sensing were tested afterwards, and no anomalies were detected.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device replacement procedure, the right atrial lead was unable to be removed from the device header. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.